Event description:
It was reported that an intraocular lens (iol) was wasted during surgery. The bag tore and vitrectomy was needed. No further patient injury occurred. No other information was provided.

Manufacturer narrative:
Date of event: unknown/not provided. Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted; give date: unknown/not provided. Device evaluated by MFR: the intraocular lens (iol) was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was provided with the product return evaluation. Date of event, patient identifiers, and surgeon's name were provided. Additionally, it was reported that in the surgeon's opinion, "other" caused or contributed to the event. And that the performance of the device did not cause or contribute to a serious patient injury. The event was observed during surgery. The following sections have been updated accordingly: section a2: age/date of birth: : 76 years old, dob: (B)(6) 1946. Section a3: sex/gender: female. Section b3: date of event: 3/29/2022. Section e1: last name: (B)(6) dr. Section e2: health professional? Yes. Section e3: physician. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 5/12/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received coated in viscoelastic residue and with both haptics stuck to the optic body. The lens was cleaned and, the haptics unfolded. However, lens damage from the lens being folded was identified. No issues that could contribute to a capsular bag puncture could be identified. The complaint issue (unplanned vitrectomy and capsule tear) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.